Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. It was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to alarm. Device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call the piston continued to move forward after reservoir contact and insulin squired out during manual prime. Customer was disconnected during prime. The insulin pump was not bumped or dropped. Customer stated that no numbers appeared on screen and no beeps were heard and prime could not be performed. Blood glucose value was 146 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.